Event description:
Per the independent repair center, the customer alleged problem is alarming/red light ,and the key failure is the rex roth valve is stuck.associated malfunction for this device: poppet valve not shifting, sieve beds saturated, muffler, zip ties, and clamp leaking.